Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving a hv therapy. Upon interrogation of the device, egm anomaly was observed. The device was re-interrogated and re-measured. The patient was doing well and will continue to be followed-up.